Event description:
The venous tips of the cobe dialysis blood lines have been defective: once in july 98, twice in previous month, and approximately 10 in the past few years. On 7-13-98 one blood line was returned to cobe.